Event description:
Procedure type: repair of rectal prolapse. According to the reporter: it is reported that the unit cut tissues but did not apply the staples. The procedure was converted to a laparoscopic exploration with a resection of the rectum and a protective ileostomy. It is reported surgery time extended by more than thirty minutes and an extension of hospitalization.

Manufacturer narrative:
(B)(4).